Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following an intraocular lens (iol) implant procedure in (B)(6) 2020, on unspecified the patient couldn¿t read the guide on the television. The patient was not happy.